Event description:
A nurse from (B)(6) contacted baxter to report an incident of bacterial peritonitis that was diagnosed on an unspecified date in 2010. The cause of the peritonitis was unknown. On an unreported date, the patient was transferred to hemodialysis. It was not reported whether the peritonitis resolved. The nurse believed that the bacterial peritonitis with culture positive for (B)(6) was not related to dianeal therapy.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown, the sample was not requested.a 510(k) number will not be provided in the emdr as the product code and lot number are unknown.